Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and recommended system testing. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this patient's right ventricular (rv) lead had been exhibiting gradually rising shock impedance measurements. Most recently, a latitude red alert was generated due to measurements greater than 125 ohms. All other lead measurements are stable. No adverse patient effects have been reported.